Manufacturer narrative:
Device was initially received for the complaint that the device goes in alarm, and it stops only when batteries are removed. During investigation found the damaged(detach) dso seal. This malfunction makes the event reportable. Review of event log/alarm history found that the device shows 41786 error. There was no 12-month service history reported. The visual and functional testing was performed. The visual testing found the damaged(detach) dso seal. During functional testing was performed and found the defective dso (downstream occlusion) sensor. The dso sensor was replaced. The root cause was the defective dso sensor. After the repair the device must pass all functional tests.

Event description:
It was stated that the device goes in alarm and it stops only when batteries are removed. During investigation found the damaged(detach) dso seal. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.